Event description:
It was reported that during a generator change out procedure due to normal battery depletion (nbd), this right atrial (ra) lead exhibited oversensing of noise resulting in pacing inhibition. The patient was not pacemaker dependent and did not experience asystole the physician opted to surgically abandon and replace this lead and suspected insulation break as the cause of the reported allegations. No additional adverse patient effects were reported.